Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). No qc was performed at the customer site. The alarm trace showed multiple sample clot and sample foam alarms. The investigation was limited due to the unavailability of patient sample material, as restrictions under the 'regulation of human genetic resources' in china prevented further analysis. A review of alarm traces and instrument performance data did not identify any hardware-related issues. The root cause was attributed to a sample-specific discrepancy, but a definitive conclusion could not be reached without additional patient investigation or sample testing. The investigation determined that the elecsys hiv duo assay performed within specifications.

Event description:
The initial reporter alleged false non-reactive results for a patient sample tested using the hiv duo elecsys e2g 300 assay on a cobas e 801 analytical unit. On (B)(6) 2021, the initial test using the elecsys hiv duo assay yielded a result of 0.854 coi (non-reactive). A re-run on the same day produced a result of 0.877 coi (non-reactive). On (B)(6) 2021, the sample was re-tested at a different laboratory using a different cobas e 801 analytical unit, confirming non-reactive results of 0.794 coi and 0.805 coi. Further testing was conducted: on (B)(6) 2021, the same sample was tested on an autobio autolumo a2000 plus analyzer, producing a reactive result of 4.810 s/co. The sample was also tested on (B)(6) 2021 using the elecsys hiv combi pt assay on a cobas e 602 analyzer, which yielded reactive results of 1.53 coi and 1.51 coi. Additionally, an hiv colloidal gold strip test was also performed (date not provided), which returned a positive result. Western blot test was performed on (B)(6) 2021, and the interpretation was unknown. The questionable non-reactive results from the elecsys hiv duo assay were not released outside the laboratory. The discrepancy was identified as the results did not align with the patient's clinical diagnosis.